Event description:
It was reported to philips that the x-ray exposure was not possible because the image disk was full. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the image processing pc (ippc). The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. As a part of troubleshooting action, the philips remote service engineer (rse) checked the problem remotely reported by the customer and found the memory full error message issue by log file analysis. A philips field service engineer (fse) went onsite and confirmed the reported problem that was caused by the image processing pc (ip-pc). The cause of the ip-pc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the ip-pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. It was confirmed that this issue was identified outside of use on a patient. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.